Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 70-90mg/dl fasting. Verified the strips expired 6/16/2016. Customer confirms the strips have been properly stored. Reviewed meter memory: (B)(6). The customer expressed a concern in regards to the true metrix meter stating this morning he performed a fasting back to back blood test with the true metrix and the true balance meter and stated the true metrix meter registered his glucose levels at 20mg/dl and the true balance meter registered their glucose levels at 90mg/dl. Customer is not sure if the results are fasting. Time and date is not set.